Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No motor error alarm noted. Motor passed motor test.no prime anomaly noted. The bolus wizard functioning properly. Device had scratched display window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device alarmed multiple motor error alarms. Customer's blood glucose was 45 mg/dl. Device was able to rewind. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.